Event description:
Additional information received from reporter 07/14/2017, mw5070789: correction to previous date above. This is a correction to a prior entry for the same patient. Date erroneously entered previously as (B)(6) 2016 and is actually "(B)(6) 2017".

Event description:
Premature rapid battery depletion requiring urgent generator change. Pt was admitted for heart failure, device was interrogated and battery depletion was an unanticipated finding.